Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. The patient was not hospitalized for the event. The patient was treated with unspecified antibiotics (dose, frequency, duration and route not reported) for the event. The patient's recovery status was not reported. Action taken with peritoneal dialysis therapy was not reported. No additional information is available.